Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: during testing, the pump load step malfunctioned continuing until approximately 40 units of fluid were pushed out. The pump force sensor calibration was tested and was found to be out of specifications. The pump was opened and contamination was observed inside the force sensor assembly. The force sensor impedance was tested and was found to be out of specifications. (B)(6)

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration and found contamination in the force sensor assembly. This report is made based on the results of evaluation completed on 07/31/2015.